Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
No autopsy was performed; the device is not available for return and no further information is available.

Event description:
It was reported by the patient's husband that she "had a "seizure' on (B)(6) 2015 and they went to the [emergency room] ER and were sent home on keppra". The patient's husband call the ventricular assist device (vad) coordinator on (B)(6) 2015 stating that the patient woke up and could not see. The vad coordinator instructed the husband to bring the patient to the ER. A "head bleed" was confirmed in the ER. The patient was admitted. Care was withdrawn on (B)(6) 2015 and the patient expired. It is unknown at the time of this report as to whether the device will be returned to the manufacturer.

Manufacturer narrative:
The vad remains implanted. It is unknown at the time of this report as to whether the device will be returned to the manufacturer. This device is used for treatment, not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): serious and life threatening adverse events, including stroke and death, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed.